Manufacturer narrative:
Date of event: the events were reported to have occurred on an unreported date "since (B)(6) 2019". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several episodes of peritonitis, reported as "3-4 episodes". The cause of peritonitis and treatment were unknown. It was unknown if the patient was hospitalized for the event. At the time of this report, the patient outcome and action with pd therapy were unknown. No additional information could be provided as the reporter declined follow up.